Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 24045688. The feedback provided by the customer states that, "there was blood return in the tubing of this connector, which resulted in the connector being clogged and unusable." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the 2000e china product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Please note, bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter, translated from chinese to english: the patient came to the department of internal medicine for admission on (B)(6) 2025. After the infusion was completed, in order to relieve the patient's puncture pain, a needle-free closed infusion connector was connected to better prepare for the infusion on the second day. However, during the infusion on the second day, blood returned to the connector tube, causing the connector to be blocked and unusable. The infusion needle was replaced and the puncture was repeated, causing serious harm to the patient.